Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes had to press buttons twice as well as unspecified insulin pump error alarm. Customer¿s blood glucose level was unknown. Customer also reported that they received changing battery every a week or less than a week, notice battery life diminished as well as insulin pump was rejected new battery and unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.